Manufacturer narrative:
H10: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico 7 products under the lot number provided. There have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. It was reported that the leak indicator continued to illuminate during use. As the device was not returned a thorough product evaluation could not be carried out. Potential causes for the issue experienced are:- 1. Filter/port not adhered to dressing correctly 2. Connector not correctly fastened and secured to the pump 3. Tubing trapped, folded over/kinked causing a blockage 4. Dressing integrity has been compromised we have not been able to confirm a relationship between the event and the device or identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that a plastic surgeon installed the device on a breast surgery patient in the operating room. The dressings had been properly sealed and gel tape had also been used. Despite these steps, the dressings did not become compacted and the device was not able to vacuum. The device had alerted the leak throughout the night and despite corrective actions, the fault did not resolve. The treatment was stopped.